Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to not charging . As a result, the ipg became inoperable. Surgery to replace the ipg is pending.

Event description:
Additional information stated the ipg was explanted and a new ipg was implanted.